Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 14sep2010. The review was performed from the date of manufacture to the present date 09jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
The vasopressin was ordered at a continuous rate of 0.04 units/min, so the rate/dose changes displaying for this time period do not make sense. This was reported by the nurse who claims this infusion was running at the ordered dose of 0.04 units/min and was not sure where these rate/dose changes were coming from on (B)(6) 2021 between 14:44 and 15:59; below is a screenshot of what displayed in pump rate verify (see ephi folder) - screen shot shows multiple "0"'s and rate of 170ml/hr and 340ml/hr. Nurse indicated that the pump was running at 12ml/hr. There was patient involvement but no patient harm.